Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravenous solution set had concurrent flow during infusion. This event was noted when dilantin was being infused as a secondary infusion. It was further reported that the blue secondary hanger was fully extended and that the head height was at least 24 inches. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.